Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were difficult to open after 2 hours into a robotic hysterectomy. Another device was used and there was no injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/20/2016. Date of follow-up report : 07/15/2016. It was originally reported that the incident device had been received and was under evaluation. However, this was incorrectly reported. The incident device was not returned and is still not available for evaluation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.